Event description:
It was reported that the patient was admitted for recurrent ventricular tachycardia (vt) and was experiencing an increase in lactate dehydrogenase (ldh), low pulsatility index (pi), and hypoxia as of (B)(6) 2021. Log file analysis captured an overall increase in pump power over the course of the log and numerous pi events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. A log file review showed minor elevations in pump power above the patient's baseline, the cause of which can also not be conclusively determined through this evaluation. A review of the patient¿s log files revealed that minor elevations in pump power and calculated flow above the patient's baseline were captured. No other notable events were captured. The cause of the elevations cannot be conclusively determined through this evaluation. Additional information revealed that the cause of the patient¿s symptoms could have been attributed to vt/ implantable cardioverter defibrillator (ICD) shocks and possible amiodarone lung toxicity. No thrombus was confirmed. The patient was placed on hospice due to amiodarone lung toxicity with significant oxygen requirements, and ultimately expired on (B)(6) 2022. The death was not considered to be device related, as the device operated as expected. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm ii lvas instructions for use (IFU) and the hm ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrythmia, hemolysis, and death as adverse events that may be associated with the use of the hm ii lvas. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The patient care and management section discusses anticoagulation, including recommended international normalized ratio (inr) values. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient passed away due to amiodarone toxicity. The death was not considered to be device related and the device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: (B)(6), and the reported events could not be conclusively determined through this evaluation. A log file review showed power and flow elevations, the cause of which can also not be conclusively determined through this evaluation. It was reported that the patient had nonischemic cardiomyopathy (nicm). The patient had a ventricular tachycardia (vt) ablation in (B)(6) 2015 and was admitted for recurrent vt. The patient was experiencing increased lactate dehydrogenase (ldh), and low pulsatility index (pi) with hypoxia. Log files were submitted to rule out vad/outflow graft thrombus. A review of the patient¿s log files revealed that elevations in pump power and calculated flow were captured. Pump power ranged from 6.0 watts to elevations as high as 8.5 watts, while pump flow ranged from 4.3 lpm to elevations as high as 8.4 lpm. No other atypical events were captured. The cause of the power elevations cannot be conclusively determined through this evaluation. Additional information revealed that the cause of the patient¿s symptoms could have been attributed to vt/ implantable cardioverter defibrillator (ICD) shocks and possible amiodarone lung toxicity. No thrombus was confirmed. The patient is now on hospice with amiodarone lung toxicity and significant oxygen requirements the patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia and hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information provided. The manufacturer is closing the file on this event.

Event description:
Log files were sent in for review to rule out ventricular assist device (vad)/outflow graft thrombus. It was additionally reported on (B)(6) 2022 that no thrombus was confirmed, but that the patient had implanted cardioverter-defibrillator (ICD) shocks and possible amiodaron lung toxicity. The patient was on hospice with amiodaron lung toxicity and significant oxygen requirements.